Manufacturer narrative:
(B)(4). Physio-control attempted to download the electronic patient record from the device; however, the customer had performed their own testing of the device following the event and, as a result, the patient record was overwritten by the test records. Physio-control then evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer advised that the physio-brand therapy electrodes used during the event were disposed of following the event; therefore they were not available for evaluation. Physio-control performed a clinical review of the event and concluded that the device use did not contribute to the patient's outcome because the device user reported that the device had immediately performed an analysis after power on and gave a no shock advised decision. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device gave multiple "connect electrodes" prompts throughout an event at their facility. The patient, a male in his 50¿s had just completed dialysis treatment when he collapsed. Personnel then began performing CPR and connected the device to the patient using physio-brand quik-combo therapy electrodes (lot and expiration date unknown). The device performed an initial analysis and gave a ¿no shock advised¿ decision. Medical personnel continued CPR and the customer advised that the device intermittently gave multiple "connect electrodes" prompts throughout the event. A nurse who was attending to the patient tried changing the therapy electrodes but that did not resolve the reported issue. The device continued to intermittently prompt ¿connect electrodes.¿ as a result, the defibrillation could be delayed or prevented if it were necessary. A backup device was not available during the event and the customer advised that it took ems personnel approximately 20 minutes to arrive on-scene. The patient did not survive the event.